Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the insertion system was received packaged in the original box. The plunger component was observed in the advanced position. The cartridge was observed correctly engaged into the lower body of the device. Visual inspection at 10x microscope magnification was performed. There were no residues of viscoelastics detected on the return. The lens of the preloaded system was received out of the insertion device. A cartridge crack was observed at the cartridge tip. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
A cartridge crack during handling but prior to insertion was initially reported. During evaluation of the returned product, a cartridge tip crack was identified. No additional information was provided to abbott medical optics.